Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After pre-mapping the left atrium, decrease in patient¿s blood pressure was observed, and pericardial effusion was confirmed with echocardiography. Pericardiocentesis was performed, the patient¿s vital became stable, and the procedure was terminated. Patient improved. There was a possibility that it occurred after bb or during left atrium access. No error messages observed on biosense webster equipment during the procedure. There was no evidence of steam pop. Procedural activated clotting time (act) was 350 seconds. No ablations were performed. The patient did not require extended hospitalization.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31781508l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).